Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's catheter broke. A new spinal catheter segment was spliced to the existing pump segment. Prior to surgery, the patient was receiving less than 50% therapy relief, but was doing well post-operatively. The drug used in this system was lioresal.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
Additional information: it was reported the catheter was replaced on (B)(6)-2013 because ¿the line going into the spine area had broken and separated.¿ it was stated the catheter was "not functioning.¿ it was also reported the catheter "was broken for a long time because he started to seizure.¿ it was noted the patient ¿had seizures anyway.¿